Event description:
It was reported that the patient had the cervical disc implanted due to myeloradiculopathy at c3-c4. At 21 months post-op, the patient underwent a surgical revision to remove the disc due to spinal stenosis, calcification of the posterior longitudinal ligament, and cervical myelopathy. During the revision, the surgeon performed an anterior cervical fusion from c3-c6.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Analysis of the returned device found normal wear patterns on the surface of the device. There was no gross failure of the device. Therefore, we are unable to determine the definitive cause of the reported event.